Event description:
It was reported that the patient had a revision surgery approximately eleven and a half (11.5) years post-implantation due to a fall that resulted in a large spiral fracture of the femoral shaft and a large fragment off the greater trochanter. The fractures were reduced and secured with cerclage wires as well as an ncb trochanteric grip plate applied to the greater trochanter. During the revision it was noted that the femoral stem was loose. The stem, head and liner were exchanged without complications. Due diligence has been completed for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; b7; g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. An initial right total hip arthroplasty was performed in 2012. Subsequently, 12 years after implantation, was reported the patient fell resulting in a large spiral fracture of the femoral shaft and a large fragment off the greater trochanter. The fractures were reduced and secured with cerclage wires as well as an ncb trochanteric grip plate applied to the greater trochanter. The stem, head and liner were exchanged without complications. A single lateral view of the right hip taken before revision surgery was provided and reviewed by a radiologist. There is a periprosthetic fracture of the right proximal femur with resulting femoral implant loosening and subsidence. Bone quality is osteopenic. There is no dislocation. With the available information it can be assumed that the reported event is most likely due to the fall of the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision surgery due to fall related fracture, approximately twelve (12) years after implantation. Revision surgery performed to exchange primary to arcos and exchanged liner and femoral head. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: unknown head - unknown item. Unknown liner- unknown item. Unknown cup- unknown item. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.